Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) has a power supply issue. The patient was in bed. It presents alarm in monitoring, the intraortic balloon (iabp) was disconnected. Iab placed in another socket, and it returns with interference on the screen regarding maintenance. Due to the incident, the patient is responsive. At 2 am patient worsens to crp, CPR maneuvers begin. Pulse present and stopped chest compression maneuvers, continued receiving noradrenaline 50ml, and initiated post-pcr procedures. The battery did not charge after the device was turned off. The patient was transferred to another location and another iabp. The patient was reported as stable as of follow up 2 weeks after the event.

Manufacturer narrative:
Updated.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) has a power supply issue. The patient was in bed. It presents alarm in monitoring, the intra-aortic balloon (iabp) was disconnected. Iab placed in another socket, and it returns with interference on the screen regarding maintenance. Due to the incident, the patient is responsive. At 2 am patient worsens to crp, CPR maneuvers begin. Pulse present and stopped chest compression maneuvers, continued receiving noradrenaline 50ml, and initiated post-pcr procedures. The battery did not charge after the device was turned off. The patient was transferred to another location and another iabp. The patient was reported as stable as of follow up 2 weeks after the event. Additional information received on 18nov2024 stated: the patient is stable, patient was transferred to another location and another iab device, user contribute causality to the pump for the serious injury. The CPR maneuver began and 2 cycles with orotracheal intubation performed. Dr. Renato requests collection of stop gas with replacement of bicarbonate, which evolved to 3 cycles in asystole, pulse present and chest compression maneuvers interrupted. The device started operating in battery mode, after hours of use it ended up turning off due to lack of electrical power.

Manufacturer narrative:
Updated fields: h6 (type of investigation, component codes, investigation findings, investigation conclusion). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the batteries were okay but replaced as a precaution (0146-00-0039 x2). Several operation tests were performed, and the equipment did not show any abnormalities. The iabp was released for use.

Event description:
N/a.